Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined.

Event description:
It was reported that an attempt was made to insert the main body device talent unidoc aaa bifurcation on xcelerant through the right femoral artery but significant resistance was felt. This was unsuccessful so the physician used a st. Jude sheath dilator of slightly lesser diameter (20f) which passed through the right iliac with some force exerted. The physician then re-inserted the talent aaa bifurcation on xcelerant but it would not pass. The physician then tried to access through the left femoral artery using the sjm sheath dilator which passed through the iliac artery. The physician then tried to pass a sjm sheath dilator through the left iliac artery; this managed to pass through but with significant resistance and slow progress of insertion. The st. Jude sheath dilator was removed and the surgeon inserted the talent aaa unidoc bifurcation graft on xcelerant. Again significant resistance was present during insertion of the delivery system but it was successfully inserted to the renal artery level. After deployment of the bifurcated device, the tapered tip of the catheter was retrieved into the delivery catheter and it was at this point that the anesthetist notified the surgeon that he felt the patient was in trouble. An emergency laparotomy was performed as ruptured was suspected. The location of the ruptures was identified as the left external iliac artery and the bleeding was controlled. The patient's blood pressure dropped and the crash cart was called for it to be on standby. The patient gradually stabilized and was given autologous blood via a cell saver. The deployment of the contralateral limb to complete repair of the abdominal aortic aneurysm was performed via the right femoral artery access. A surgical repair and ilio-femoral bypass of the left external iliac vessel was performed and the procedure was completed. The patient died later that night in ICU.